Event description:
During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, the physician aspirated the sheath and removed air bubbles. However, upon continued aspiration, air bubbles continued to come back from the sheath. After multiple attempts to aspirate the air bubbles, the air bubbles continued to come back. The physician believed there was an issue with the sheath valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to return for analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.